Event description:
A patient reported they were unable to test due to their penlet ii lancing device issue. The patient reported the firing mechanism is broken or cracked on the lancing device. There was no treatment reported. No further information has been reported.